Manufacturer narrative:
The driver was received and the lot file down loaded. The review of the log file confirmed that the driver lvad side failed to pump (stopped). The driver underwent a service evaluation and it was determined the failure was with the lvad solenoid, it appears to have stuck. The solenoid was removed and returned to the manufacturer for further evaluation. No further info is available at this time. See scanned page.

Event description:
A pt discharged home with a left ventricular assist device (lvad) was checking his back up driver with a district nurse and had an issue. When the pt turned on the driver to check its function, the lvad side failed to pump and the driver alarmed. The pt was not being supported by the driver at the time of the event. No pt injury. The driver was returned to the distributor for evaluation and a replacement back-up driver was delivered to the pt.